Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 600 ml. Flow rate: 4.0 ml/hr. Procedure: abdominoplasty. Cathplace: plate rectus fascia bi-lateral. Surgeon called to report that the catheter from the right side was broken at the insertion site of the skin with possible 8-12 inches of catheter in the patient. Catheter broke right after the 4 hash marks. The doctor inspected the catheter upon removal and it clearly had a pulled sheared edge. The patient had surgery on (B)(6) 2012, and the catheter was surgically removed on (B)(6) 2012.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: a follow-up report will be filed when the investigation is complete. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared to technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system."